Event description:
Surgeon placed 6x8 tacshield with prolene suture around perimeter and closed fascia over top. Seroma post op after two weeks, then at 4 weeks pt came back with redness/rash, and 'soupy' tissue. No infection present upon mesh removal.

Manufacturer narrative:
Currently in the process of performing an evaluation. A review of the device history records, including the sterilization records, indicated that the mesh was processed and inspected according to procedures and no deviations were found. A follow-up report will be submitted upon completion of the evaluation.